Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after replacing an infusion set, with blood glucose rising overnight to a reported peak of 400 mg/dl and remaining elevated for approximately eight hours; the patient disconnected from the pump, administered subcutaneous insulin by pen, and then planned to reconnect and resume insulin delivery. Symptoms included moderate ketones without acute complications. Outcomes included use of backup insulin therapy and completion of troubleshooting and user education, including review of the ilet learning phase. Investigation included customer interview and verification that no other supply issues or device alerts/alarms were identified. Investigation of this case revealed no observable device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause unclear, with no medical intervention beyond home management and no hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.